Event description:
It was reported that after da vinci-assisted surgical procedure, the maryland bipolar forceps instrument was found to have hole at the ceramic part at distal end. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: during a surgical procedure, a fragment of a ceramic part was noted to be missing from the distal end of an instrument, with the fragment detaching but not falling into the patient. The instrument had been inspected prior to use, with no damage observed, and the issue was discovered mid-procedure without affecting the surgery's completion, which was done robotically. The surgeon did not notice any functional issues, and there were no collisions with other instruments or patient injuries.

Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The single port (sp) monopolar curved scissors (mcs) instrument was analyzed and found to have thermal damage on the distal end of the molded insulator. There is no material missing. The instrument passed an electrical continuity test. The complaint regarding a hole in the plastic was confirmed by failure analysis. The probable root cause is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments or hard surfaces.

Event description:
Refer to h11 for follow-up information.